Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter additional phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurs during use with bd ultra-fine¿ pen needle mini. The following information was provided by the initial reporter, translated from (B)(6) to english: (1 of 2 complaints) informs that use the bd ultra-fine needle to apply omnitrope (for the first time) and in 8 needles from the informed lot a leakage has occurred, about 2 drops.